Event description:
A peritoneal dialysis (pd) patient reported that his cycler alarmed for a pressure leak warning and air detected in cassette. When he opened the cassette door he found fluid leaking out. The set was discarded. During follow up the patient's pd nurse reported he has not had any sings of infection and he was not treated with any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.